Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
The study facility reported that the patient presented with a clot located in the left middle cerebral artery (mca) m1 segment. Pre procure, the patient neurological assessment showed a thrombolysis in cerebral infarction (tici) of 0, a national institute of health stroke scale (nihss) of 13, and mrs (modified rankin score) of 0. Patient past history included hypertension (htn). The thrombectomy procedure was performed using the subject device axs catalyst 7 distal access catheter to remove the clot and restore blood flow in the occluded mca-m1 segment. It was reported that the carotid dissectioniatrogenic occurred during study procedure (dissection since bulgar segment to intrapetrous tract). Therefore, the medical intervention was performed with double stenting in response to the patient¿s dissection. It¿s indicated that there was relationship between the event to the subject device (axs catalyst 7 distal access catheter) and index procedure. No other information was provided.

Manufacturer narrative:
Section d catalog # search/ product long description/ catalog #/gim search results/ lot # / gtin: corrected. Section f10/h6 clinical signs code : added ¿cervical changes¿. Section f10/h6 health impact code: added ¿minor injury/illness/impairment". Due to the automated manufacturing execution system (mes) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the dissection could be caused by the balloon inflation of bcg, however this cannot be definitively determined. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of 'anticipated procedural complication' was assigned to this event.

Event description:
The study facility reported that the patient presented with a clot located in the left middle cerebral artery (mca) m1 segment. Pre procure, the patient neurological assessment showed a thrombolysis in cerebral infarction (tici) of 0, a national institute of health stroke scale (nihss) of 13, and mrs (modified rankin score) of 0. Patient past history included hypertension (htn). The thrombectomy procedure was performed using the subject device axs catalyst 7 distal access catheter to remove the clot and restore blood flow in the occluded mca-m1 segment. It was reported that the carotid dissectioniatrogenic occurred during study procedure (dissection since bulgar segment to intrapetrous tract). Therefore, the medical intervention was performed with double stenting in response to the patient¿s dissection. It¿s indicated that there was relationship between the event to the subject device (axs catalyst 7 distal access catheter) and index procedure. No other information was provided. Update additional information: received additional information on 10-november-2020 indicated that on the 30 day follow up, the patient neurological assessment showed mrs (modified rankin score) of 2. According to the physician, the dissection could be caused by the balloon inflation of balloon catheter and the patient has claimed mild cervical pain. The dissection was resolved by double stenting. The anatomy was severity tortuous with kinking of ica (internal carotid artery) and there was not any issue encountered during use of the subject device.